Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that ten xc200 reloads were received sterile with no apparent damages. The sterile packages were opened and, in an attempt, to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed all clips as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm, how many devices demonstrated the alleged deficiency ("...the suture clips are not closing...")? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). They opened up 2 boxes. I don't know the exact amount. The customer pulled the entire lot number and is sending it all back for analysis. It's an entire box + 4 eaches being sent back. I have not received a box yet. (Please refer attached mail) is the contact for the account.

Event description:
It was reported that a patient underwent an urology procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by the sales rep that during an unknown urology procedure, the suture clips are not closing for a specific lot number 101jt7. They went through two boxes; one box and four sterile samples are available. Case was completed with a like device and different lot number. No patient harm was reported. No used devices available for return only sterile samples. No adverse patient consequences were reported. Additional information was requested.